Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was liquid in the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that changing the battery did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with critical pump error due to moisture damage on the electronic assembly. No alarms noted in the pump history or long trace are generated the result of critical pump error. Also pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.